Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) was displaying low pump flows. The aic showed decreased flow rates, decreased map, and aortic/left ventricle waveform separation. The echocardiogram showed the left ventricle had been sucked down completely. An impella rp was implanted to help support the patient. The low pump flows were resolved.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Product was not returned for investigation. Data logs were investigated. There were about 30 suction alarms seen during the time of the complaint. As the pump was on auto mode, decreasing the p-level and therefore the flow at the time of suction is an automated response of the pump. As per the clinical the "lv was sucked down" which suggests that the patient needed right heart support and had lower blood volume. This was resolved by adding an rp pump to the treatment. Therefore per the clinical information and data log review, the root cause of the low pump flow issue was most likely patient condition related.